Event description:
The duett sealing device was deployed following a interventional procedure (via a 6f sheath in the right common femoral artery). The deployment was performed on the morning of the event date. Proper occlusive pressure was not established after delivery of the procoagulant, and thus, when the duett was removed, pulsatile blood flow occurred from the site. Non-occlusive direct pressure was held, and the site subsequently sealed. One hour post deployment a hematoma was reported, and the patient complained of pain and swelling. The hematoma was treated with pressure and a sandbag. An ultrasound also confirmed a pseudoaneurysm, which was treated with a direct thrombln injection. Severe bruising at the site was also noted. The event was resolved and the patient was discharged.